Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, repeated recoverable error occurred on universal surgical manipulator (usm) 4. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site power cycled the system a few times, but the issue was not resolved. Site elected to use another da vinci system to continue with the procedure. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 32101 was found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.